Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire would not exit the distal tip of the recanalization catheter. Reportedly, the user also tried to back load the catheter onto another wire and it got stuck at the distal tip of the catheter. There was no retraction difficulties. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed an identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. There have been 3 complaints reported to date for corp lot #gfxj3238, for this issue. The investigation confirmed for material separation as the outer catheter and guide wire lumen had become separated from the metal tip. The investigation is inconclusive for guide wire issues due to poor sample condition with material separation at the distal tip. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.